Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of over 500 mg/dl. Customer has not treated their blood glucose. Customer indicated that the pump and basal settings are correct. Troubleshooting found that drive support cap and time and date programming were normal. Troubleshooting found that the set was not changed before the pump was rewound. Troubleshooting advised customer to change out set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to further troubleshoot.